Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer also received with failed battery alarm and insulin pump did not alarm with replace battery now. Customer stated that, the pump will not accept any battery. He went to change the battery and keeps getting a battery failed error message several times. Pump was not functional to perform high blood glucose test. This also occurred two weeks ago but was resolved after putting in multiple batteries. The pump is not functional at all. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted during testing or in the insulin pump trace download. Device was received with scratched case, minor scratched lcd window, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads and faded serial number label.